Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was returned for analysis. Visual examination of the device was not able to confirm the complaint. However, examination found that the impactor is broken in two pieces. Broken half was not returned for evaluation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the impactors are cracked. Not used in a case.